Manufacturer narrative:
(B)(6). The iab was returned with the membrane inside the three retainer tubes and traces of blood on the exterior of the catheter. All three retainer tubes were removed from the membrane. The membrane was found loosely folded and no damage was found on the membrane. No blood was observed inside the iab catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The reported lot was found to have expired shelf life. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported lot (2856) was found to have an expired expiration date of 30nov2015, which is five years after the shelf life of the date of the event. Per instructions for use inspect all components prior to use. The potential cause of the kink found could be contributed by the expired shelf life. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during the investigation of the device involved in mfg report number 2248146-2020-00071 a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement. Related to (B)(4).